Event description:
Medtronic received a report that a solitaire stent encountered resistance during delivery in the distal section of the catheter and the stent was damaged during the procedure. The patient was undergoing surgery for treatment of an ischemic stroke of the terminal segment of the internal carotid artery. The mrs baseline and procedure score was 4. The nihss score baseline was 18 and post procedure was 4. The tici score baseline was 0 and post procedure was 3. IV tpa (intravenous tissue plasminogen activator) was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 3 hours. It was reported that a synchro micro guidewire and a domestically manufactured sin-27 microcatheter were used. The intermediate catheter was cat6, and the thrombectomy stent selected was sfr 6-30. After access was established, the proximal and distal extent of the thrombus was identified, and delivery of the thrombectomy stent was initiated. During delivery, substantial resistance was encountered at the front end of the stent. The operator withdrew the microcatheter and advanced the stent, at which point suspected fracture was noted near the detachment point of the stent. The operator then replaced it with another sfr 6-30 thrombectomy stent, which was delivered successfully. After a 5-minute dwell time, combined aspiration and retrieval were performed, achieving recanalization in a single pass, and the procedure was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a sin-27 microcatheter by conmind medical.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.